Event description:
As reported by the user facility: details of complaint (reported issue): etoposide bag leaking from middle port of bottom of bag. Cytotoxic medication dripping slowly from bag. From pharmacy manager: the bag is spiked with a chemoclave spike for circle priming. The spike is very sharp so when the bag is folded over or handled roughly, the spike can puncture the bag. When we prepare the bag, staff are required to check the integrity of the final preparation to ensure that there are no leaks/punctures. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.